Event description:
It was reported that versacross connect access solution for faradrive selected for use. It is thought that the sheath got caught on the difference in height between the coating on the proximal end of the wire causing it to be lifted, making insertion difficult; therefore, it was replaced to resolve the issue. Procedure was completed successfully by using different device, same model. No patient complication was reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the versacross rf wire was visually inspected and noted to have flaring at proximal insulation transition and a damage to ptfe and electrode at device distal end. Next, during dimensional test, it was noted that the rf wire shaft outer diameter was out of specification near damage, however within specification elsewhere along the main body. Additionally, the device failed the device-to-device interaction test, since it was difficulty advancing wire proximal end into vxa-fd dilator distal tip. No damage to wire body was noted. Damage observed on distal electrode in the form of gouged electrode material, as well as slightly flared and sheared distal end of ptfe near electrode. Last, the electrode height is within specification. Therefore, the reported allegation is confirmed based on the returned device. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that versacross connect access solution for faradrive selected for use. It is thought that the sheath got caught on the difference in height between the coating on the proximal end of the wire causing it to be lifted, making insertion difficult; therefore, it was replaced to resolve the issue. Procedure was completed successfully by using different device, same model. No patient complication was reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.